Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. Since the device was not returned, the exact cause could not be conclusively determined, but there was a possibility of failure of ccd and circuit board. The instruction manual of the device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed by the facility that endoscopic image disappeared at unspecified timing. Other detailed information was not provided. There was no report of patient injury associated with the event.